Event description:
It was reported that the device was torn. A 190cm filterwire ez was selected for use. During preparation, the wire came out from the middle of the introducer sheath and seemed that the device was torn. The tear was not in at the peel away location. The procedure was completed with another of same device. No patient complications were reported and patient condition is good.

Event description:
It was reported that the device was torn. A 190cm filterwire ez was selected for use. During preparation, the wire came out from the middle of the introducer sheath and seemed that the device was torn. The tear was not in at the peel away location. The procedure was completed with another of same device. No patient complications were reported and patient condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The protection wire is exposed from the sheath slit. The spring tip was found damaged (stretch and curve). Sheathing and unsheathing test was performed and the filter bag was unsuccessfully to deployed due to the protection wire is exposed from the sheath slit. Dimensional inspection of the outer diameter (od) of middle of the device and proximal section were within specifications. Dimensional inspection of the od of distal section were not performed due to filter bag was unsuccessfully to deployed.